Event description:
It was reported that during in office ventricular threshold testing the morphology seems to change but beats still perfuse and the thresholds and impedances have varied slightly on the lead. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that during in office ventricular threshold testing the morphology seems to change but beats still perfuse and the thresholds and impedances have varied slightly on the lead. The device remains in use. It was further reported that the device was removed for normal battery depletion and was replaced by a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity.